Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
According to customer the air gas module has been replaced. The part was replaced by third party and not returned for investigation. No device log files have been received. As no parts or device log files have been received for investigation, the cause of the reported event has not been established in this investigation. H3 other text: 4114.

Event description:
It was reported that during patient treatment, the ventilator's air gas module failed. There was no patient harm. Manufacturer's ref.: (B)(4).